Event description:
The customer's wife reported via phone call that the insulin pump had moisture damage. The customer was pushed into a pool while wearing the insulin pump. The insulin pump's display went blank immediately after it was exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. No blank display noted. Moisture damage was found on the electronics, motor, battery tube, vibrator, and keypad assembly noted during visual inspection. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.